Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, it was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the customer changed the syringe needle and successfully loaded the existing cartridge to address the issue. Customer's blood glucose level was 116 mg/dl.